Event description:
When I went to draw form the kids kit on the uvc, I was trying to draw into the syringe from the access port, but it would only draw up air. It then filled the line with air as well, so I had to draw back all the way into the waste to get the bubble out. I had to draw my labs with a heel stick even though the blood return in the line was great. I left it in line as to not break the line and would replace it with the next line change, passing on this info to the oncoming nurse. When I returned that evening, she told me that blood backed up into the line, above the kids kit and almost into the tpn filter and could find no cause. Manufacturer response for kids kit, (brand not provided) (per site reporter) no response after multiple attempts.